Manufacturer narrative:
(B)(4) date sent: 6/22/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device cdh29p lot number a9922d and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the account/facility name 2. Were there any issues with staple formation (malformed staples, staple line missing staples, etc.)? If yes, please explain. 3. How was the procedure completed? 4. Could you please clarify if there were any patient consequences? 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy procedure, after the stage of attaching the anvil to the pin of the handle (the anvil attached with an audible click and with the orange indicator stripe covered as usual), the surgeon closed the device handle by rotating the adjusting knob of the device and noticed that after 2-3 rotations the anvil detached from its position. 3-4 attempts were made to reattach the anvil and each time the surgeon experienced the same issue. Eventually the surgeon successfully managed to reattach the anvil whilst imposing pressure and to close the handle, verified that the orange indicator was within the green zone and fired the device which felt normal (the feeling and audible sound felt as usual). After firing, a leak test was performed, and the surgeon detected a small leak between the staple lines; the surgeon therefore closed the leak site with a suture and the procedure was completed. The surgeon noted that he did not feel significant tension in the tissue. No harm to the patient.